Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second electrode: 1221934-2016-10065. UDI: (B)(4).

Event description:
The sales rep reported that during a shoulder repair that the faceplate on the customer's vapr cp 90 electrode fell off in the patient's joint space. The surgeon used graspers to retrieve it and no x-rays were needed. The surgeon then used a 2nd vapr cp 90 electrode and the black insulation melted away, leaving horseshoe shaped chunks missing from the shaft. The surgeon used the shaver to remove all the debris leaving none in the patient. The surgeon completed the procedure with the shaver with no patient consequences. There was a 3 minute delay reported. The sales rep reported that the generator was set to default, wall suction was being used, and that the electrodes were not reprocessed. The sales rep confirmed that the devices were not buried in tissue as he saw the faceplate come off the device and neither device was used for an extended period of time when the failures occurred.

Manufacturer narrative:
The device appears to be in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip was removed from the patient but has not been returned for evaluation. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional testing was done due to the damage to the device. It can be confirmed that the active tip has detached from the device. The reason for this occurring is unknown from the evidence presented. It appears that the suction tube has eroded at the juncture between itself and the active tip. A batch record review has been conducted and the results indicate that this batch of product was processed without incident related to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dis-similar complaint for this lot of devices that were released to distribution in (B)(6) of 2015. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second electrode: 1221934-2016-10065. (B)(4).